Event description:
Pump declared an altitude alarm, causing concern. There was no adverse impact to the customer¿s blood glucose level. With guidance from technical support, the customer cleaned the pump's speaker holes and replaced the cartridge to resolve the issue, and the pump returned to normal operation.